Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision wherein an ipg and a lead was added due to additional coverage. The patient was doing well postoperatively.